Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The customer's report was duplicated, and the pace/defib engine was replaced to remedy the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned for evaluation. Instead, the suspect pace/defib engine board was returned. The customer's report was observed and attributed to a lifted pad and open trace etch on a transformer on the pace/defib engine board. The board was scrapped. It could not be firmly established was caused the damages. Analysis for reports of this type has not identified an increase in trend.